Event description:
It was reported that instrument has become damaged. The red circular spring became unattached. There was no delay to the case.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: I have received notification, that instrument has become damaged from tray gkatta001cn. There was no delay to the case. The product was not returned to depuy synthes. However, photos were provided for review. See attachment re: (B)(4). Additional information (2nd request) & missing device follow up (3rd request). The photos does not provide enough evidence to confirm, the reported allegation. Functionality issues of the device cannot be assessed through a photo investigation. Since, the device was not returned. A dimensional inspection cannot be performed. The overall complaint was not confirmed, as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.